Event description:
Report of IV tubing leakage received. A home pt was receiving an infusion of 450 cc of 5fu to run over a 24 hour period (rate of 1.5cc/hr). At some unspecified time during the infusion, pt noticed "wet spots" on pt's clothing and contacted the pharmacy, requiring a home visit to change the tubing. The infusion was interrupted for an unspecified period of time in order to change the tubing (pt was disconnected and the tubing/IV solution was returned to the pharmacy for a new tubing change per home agency protocol). After the pt was reconnected, no further leakage occurred. Despite the interruption, the pt did complete the ordered dose and no pt harm occurred as a result of the chemo spill.